Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 03-oct-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, a technical support specialist (tss) checked the provided examples and found no further issues reported. The system functioned as intended after the technical support specialist assessed the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es order did not cross over to pyxis about 45 minutes ago. Customer confirmed that meditech orders were being sent to pyxis and this issue occurred only on one pyxis machine. Station was not on critical override, and no other errors appeared on the screen, customer was able to see the patient profile, but the order did not appear. Customer had override the medication for the patient since pharmacy department had already closed. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.